Manufacturer narrative:
Clarification: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Allergan is unable to confirm with the healthcare professional; therefore, additional event, product, or patient details are not attainable. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported adverse events after unspecified injections of unknown juvéderm fillers described as "injected one juvederm, due to often eat food it absorbed quickly. The first time injected chin will have acid swelling feeling. About injected chin after half a month I recovered. Due to I ate spicy food and seafood the wound had infected and red. So doctor had injected one anti inflammatory needle to me. After injected lip had a little bit wooden feeling.¿